Manufacturer narrative:
Per -3191 final report. In order to progress with the investigation of this event, additional information, including an update on the patient following surgery, confirmation on whether the patient will be scheduled for any additional follow-up post-op, information regarding the outcome of the surgery; was the surgeon satisfied and was the surgeon happy with the cup fixation, whether there was increased angulation during insertion of the screw and whether corin instruments had been used for the screw hole preperation was requested in order to progress with the investigation of this event. It was confirmed that corin instruments had been used to prepare the screw hole and that the surgeon was satisified with the cup fixation but could not confirm whether or not the angulation of the screw as increased. The appropriate device details were provided and the relevant device manufacturing records have been identifiedand reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined, therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery one of the trinity screws went through the trinity cup. There was no delay to the surgery or impact to the patient as a result of this event.

Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, corin has requested an update on the patient following surgery, confirmation on whether the patient will be scheduled for any additional follow-up post-op, information regarding the outcome of the surgery; was the surgeon satisfied and was the surgeon happy with the cup fixation. If this information is received it will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified. These records will be reviewed and information will be provided in a supplemental report.

Event description:
During surgery one of the trinity screws went through the trinity cup.